Event description:
On (B)(6) 2009, the patient reported that the up and down buttons on his insulin infusion device are not properly working. He said sometimes he has to press the buttons more than once to get them to respond when he tries to bolus. He stated the buttons respond after a few presses and he has always been able to bolus. He said the buttons pop up when pressed. He stated his device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.